Event description:
Patient was revised due to a quad mechanism failure, which caused the hinged tibial insert to dislocate.

Manufacturer narrative:
Although no device was returned for examination, provided x-rays were able to confirm the reported dislocation. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The investigation could not draw any conclusions regarding the reported event. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).